Event description:
In 2009, the pt/nurse contacted lifescan canada alleging that a one touch ultramini meter would not power on. The pt indicated that the alleged power issue started about two days prior, at an unspecified time. She mentioned that the device stopped working. As a result of the alleged issue, the pt continued to take her usual dosages of medication. She takes 2 pills of metformin a day. The next day, during the morning time, the pt claimed that she developed high blood glucose symptoms of thirst and sweating. The pt administered self-care by consuming less food/drinks. Her blood glucose was not tested on another device during the time of concern. The alleged power issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury a day after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.